Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a blue fiber seen in the eye during an eye surgery. It is unknown if the fiber was retained in the eye during the procedure. Patient was been treated with topical steroid.

Manufacturer narrative:
The product lot specific to this event is not known; therefore, lot history and device history record review is not possible. A product sample was not returned for evaluation. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).